Event description:
Patient originally treated with excluder bifurcated endoprosthesis in 11/2002. Six-months follow up imaging revealed and later confirmed a type ib endoleak on the distal end of the right iliac limb. In 2003 intervention was performed utilizing a 26mm aortic extender to resolve the endoleak, however the leak persisted at completion of the procedure, confirmed by CT in 05/2003. Gore (manufacturer) was first made aware of this event via e-mail from the hospital in 07/2003.